Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on that the insulin pump had a blank display even. Blood glucose level at the time of incident is 114 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board.